Event description:
It was reported that during a routine device check, the right atrial (ra) lead was noted to have an increased threshold and atrial high rate episodes were observed. A lead dislodgement was suspected but not confirmed on the x-ray. Lead impedance was rising but stable. The device was reprogrammed to higher outputs and the lead will be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).